Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and no anomalies were found. However, it was noted that the defibrillation conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer tubing overlay was melted and had cosmetic environmental stress cracking, the outer insulation was breached cut and had a cosmetic depression, there was blood in/on the helix/lobe mechanism, the lead was stretched, and there was apparent explant damage.

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing (twos) of the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.